Manufacturer narrative:
The reported event that anchorage screw has been through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during (B)(4) and is addressed by CAPA (B)(4). A new design will be implemented as soon as validated. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
After complaints with mtp plates I checked plates in my sets and found 2 plates that the screws went through.

Manufacturer narrative:
The reported event that anchorage screw has been through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during (B)(4) and is addressed by (B)(4). A new design will be implemented as soon as validated. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
After complaints with mtp plates, I checked plates in my sets and found 2 plates that the screws went through.